Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited decreased amplitudes. A lead dislodgement was suspected but could not be confirmed via x-ray. Surgical intervention was performed. The lead was repositioned and remains in service. No adverse patient effects were reported.